Event description:
Attempts to contact the physician for more information have been unsuccessful to date.

Event description:
It was reported that the patient was having her vns generator replaced due to increase in seizures for a year and her magnet was not aborting seizures. She had a surgery on (B)(6) 2013 to replace the vns generator. A battery life calculation was conducted and was found that at the time of increase in seizures the vns generator's battery would have been at 0.75 years until end of service. The device history report was reviewed, and no unresolved non conformances were found. Attempts to contact the physician were conducted but no response was received to date. Additional attempts to contact the physician regarding additional information are underway. Attempts to return the vns generator for product analysis are underway.

Manufacturer narrative:
.

Event description:
It was reported that the explanted product cannot be returned because it was discarded.